Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number pju060, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The diagnosis and indication for the index surgical procedure? Total knee arthroplasty. On what tissue was the suture used? On the muscle layer. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? No. Further information is available. Was the fixation tab intact when the suture was placed in the patient? No further information is available. What tissue dehisced? No further information is available. Was there any precipitating stress factor for the suture breakage post-op? No further information is available. What was the appearance of the suture during the reoperation? It was found that the stratafix had been broken at multiple locations. Where was the suture found broken.i.e., middle, termination? No further information is available. Did the patient experience an infection? Yes. If yes, were cultures performed? Results? No culture tests have been performed. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No further information is available. Did the patient receive any prophylactic antibiotics pre-, intra-op? No further information is available. Was there any precipitating stress factor for the suture breakage post-op? No further information is available. Please clarify the contributing factor ¿patient¿s body type¿ related to the post-op suture breakage. She has bmi35 and is obese. Other relevant patient history/concomitant medications no further information is available. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The causal relationship is unknown. What is the patient¿s current status? The patient has been hospitalized. No further information will be provided. Note: events reported via 2210968-2020-02869 (related to post-op suture breakage).

Event description:
It was reported that the patient underwent total knee arthroplasty on (B)(6) 2020 and barbed suture was used. The suture was used on the muscle layer by continuous suturing. One week post-op, much of exudate leached and the patient was on follow-up observation. Inflammation findings such as wound swelling and heat sensation were also seen, and symptomatic treatment such as antibiotics was performed. The patient experienced infection, delay of the wound closing, pain. On (B)(6), re-operation was performed. Revision was not performed, and washing drainage was performed. At that time, it was found that the barbed suture had been broken at multiple locations. The time of the reoperation was 2 hours. The reoperation was performed under sab (subarachanoid block) and sedation (propofol). The incision line of the first tka was opened. The patient¿s hospitalization was extended. The patient was reported to be obese and patient¿s body type was reported to be a contributing factor. The surgeon opined that the suture was used as usual and the causal relationship is unknown. Additional information has been requested.